Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not be extended due to drive shaft lug stuck behind the retraction stop/over-retracted.

Event description:
It was reported that the patient was symptomatic with right ventricular (rv) pacing. The rv lead thresholds continued to rise and were now high more than a month past implant. Low pacing impedance was also noted. A perforation was suspected and a lead revision was attempted. The lead helix was retracted with no issue; however, it was unable to later deploy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.